Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to an upgrade procedure, the atrial lead was noted to have been programmed as unipolar. Review of the atrial lead noted noise and oversensing episodes. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.